Event description:
It was reported to ventec that the patient states that the unit was "not blowing correctly" and that they could hear a mechanical noise during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: the reporter advised that the device would not be returned to ventec for evaluation/repair. The cause of the reported issue could not be determined.